Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer states changed their pump 5 times but continues to receive no deliver alarms. The customer was assisted with trouble shooting for no delivery. The customer was advised it was a site relate issue or site/set occlusion. The customer was advised to change entire infusion system. No mention of high blood glucose trouble shoot was mention in notes.